Event description:
According to the reporter, during a dermal suturing, the suture thread broke and the thread seemed have been discolored. Nothing fell into the cavity. The procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted thirteen sutures and fifteen needles. The retainers were inspected with no abnormalities. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.